Event description:
It was reported that the implantable pacing lead was implanted after the use-by date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2009; 6942 implantable tachy lead (B)(6) 1998. (B)(4).

Event description:
It was later reported that the lead had in fact been implanted prior to the use-by date but was erroneously re-registered to the patient as a new lead at a future procedure which took place after the expiration date.

Manufacturer narrative:
(B)(4).